Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient's spouse reported the patient needed to go "back into surgery due to an alarm that went off" from the device. It was stated "there was a screw loose". From followup notes, it states that the set screw had not been tightened sufficiently. The device remains in use. No patient complications have been reported as a result of this event.